Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged cosmetic damage located at the battery compartment, hal software error detected/the main arm cannot communicate with the motor arm found on (B)(6) 2021. The insulin pump passed the displacement test and self test. No unexpected hal software error detected/the main arm cannot communicate with the motor arm noted during testing. However, hal software error detected/the main arm cannot communicate with the motor arm found in the insulin pump history file/trace on (B)(6) 2021 at the same time 9:04 am with (line number 1421; file number 32122) for hal software error detected and (line number 2803; file number 2002) for the main arm cannot communicate with the motor arm due to software error. The insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: faded serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Cosmetic damage was confirmed at the back of the battery compartment. Hal software error detected/the main arm cannot communicate with the motor arm due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer reported crack at the battery compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.